Event description:
Caller reported a cgm error, specifically error 42, related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, and after the reset, the error code did not reappear. The caller successfully started their sensor session.